Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure with this left ventricular lead (lv), the physician forcefully pulled the lead out of the introducer sheath and the electrode separated. A new lv lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at boston scientific post market quality assurance laboratory visual observation confirmed the complete lead was returned with the spiral fixation intact. There was no separation or damage noted on the lead distal tip. Body fluid was present in the lead lumen. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.